Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of four submissions from the same incident. The others are (B)(4). Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a lapidus bunionectomy on (B)(6) 2015 cedar medical center in which a plate and 5 screws were implanted in her left foot. The patient began to experience foot pain beginning in the incision area and radiating outward in (B)(6) 2017. The patient is scheduled to have the plate and 5 screws explanted on (B)(6) 2017 as the bone has fused . Follow investigation: surgeon performed a second surgery on (B)(6) 2017 where he explanted the following devices which had been implanted during the (B)(6) 2015 procedure: ar-8952tt-03 qty 1, ar-8933l-14 qty 2, ar-8933l-12 qty 2, ar-8933l-24 qty 1. The patient also had an ar-8730-34h fully threaded mini compression screw from the original procedure that the surgeon chose to leave in the patient. During the (B)(6) 2017 surgery, the surgeon was using a hexalobe driver to remove the screws and the tip of the driver broke off. The tip was retrieved with forceps and the case was completed.